Manufacturer narrative:
Related components: model number: 72400160, lot number: 1000102024, model description: belt cuff fgs 4.0 cm, implanted: (B)(6) 2018. Model number: 72400024, lot number: 1000085864, model description: balloon fgs 61-70 cm, implanted: (B)(6) 2018.

Event description:
It was reported that during an artificial urinary sphincter (aus) surgery, that was performed in order to implant the patient with an aus pump, "after installing the pump, urethral erosion was discovered and removed during verification of the result." Additional information received states the patient was undergoing surgery to have an aus pump implanted. During the surgery the doctor confirmed urethral erosion. The new pump, along with the previous cuff and balloon previously left in situ, were removed. The erosion was repaired and is being treated with antibiotics until now. A new implant surgery will be attempted in the future after treatment for the erosion is completed.

Event description:
It was reported that the patient was undergoing surgery to have an aus pump implanted. After installing the pump, during the surgery the doctor confirmed urethral erosion. The new pump, along with the previous cuff and balloon previously left in situ, were removed. The erosion was repaired and was being treated with antibiotics. A new aus device was later implanted on (B)(6) 2020.

Manufacturer narrative:
D4 - related components: model number: 72400160, lot number: 1000102024, model description: belt cuff fgs 4.0 cm, implanted: 27nov2018; model number: 72400024, lot number: 1000085864, model description: balloon fgs 61-70 cm, implanted: 27nov2018; correction to b5, h2, h3, and h6: updated to include device analysis and event description updated. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of- known inherent risk of device- was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary: the pump component was visually inspected, microscopically examined, functionally tested, and tested for leaks. Analysis of the control pump identified no damage or irregularities that would impact pump function. The control pump passed all functional tests. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. DHR review / similar complaint review: while the complaint was determined to be MDR/mdv reportable a DHR is not required as the conclusion code known inherent risk of device' is not related to a manufacturing issue. Potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 800 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 800 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Urethral erosion and pain are both included as potential adverse events in the product labeling. No further review is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.